Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned vizigo. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Per the reported issue, insertion test was performed and test failed due to hemostatic valve inside the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. A device history record was performed and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an idiopathic ventricular tachycardia procedure (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that the physician could not aspirate blood through the side-port of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large post transeptal. The physician then pulled the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large back to the right atrium, and still could not aspirate. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for a competitor's sheath to continue the procedure. Physician explained that he was unable to withdraw blood from the side port of the sheath. Afterwards he took the sheath outside the body & it appeared that he flushed saline through the side port successfully so I do not believe it was fully obstructed. The physician then opted to switch to another sheath. There was no patient consequence. The reported issue related to being able to aspirate blood through the side port (luer hub issue) and the issue of the device being impeded (not fully obstructed) are not MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/20/2021, the bwi product analysis lab received the complaint device for evaluation. On 5/4/2021, a visual inspection was performed, and the hemostatic valve was found dislodged inside the hub of the device. This issue is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/4/2021 and reassessed it as MDR reportable.